Manufacturer narrative:
The hill-rom tech thoroughly tested and inspected the bed and found no issues. The bed exit functioned as designed. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarms does not arm and all three mode indicators are flashing, remove the pt and zero the bed exit system. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit would shut off unintentionally. The bed was located in (B)(6). There was no pt/user injury reported. (B)(4).